Manufacturer narrative:
Medtronic received additional information that there was also nonrheumatic tricuspid valve regurgitation. No additional adverse pat ient effects were reported. A4: patient weight added g4: date MFR rec corrected h6: coding updated this event was previously reported via regulatory report # 2025587-2021-02734. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the sewing ring was damaged likely due to explant procedure. All leaflets were received in the closed position with gaps between the coaptive ridges of all leaflets. All leaflets were stiff. Multiple calcification nodules were noted on the inflow and outflow of the right, left, and non-coronary cusps appearing to restrict leaflet movement. Thick pannus encapsulated all commissures. Inflow: glistening tan pannus attached along the sewing ring extending to the base stitching extending up to 1-3 mm into all cusps. Outflow: thick tan glistening pannus remained attached to the sewing ring extending to the backs of all stent posts and encapsulating all outflow rails. Radiography revealed extensive calcification on the valve; all leaflets, and commissural areas. Conclusion: based on the analysis findings, calcification and pannus contributed to the stenosis and regurgitation. Since the valve was implanted for over 19 years, it is unlikely that the stenosis and regurgitation was due to any potential manufacturing issue. Pannus overgrowth and calcification have been an inherent risk of surgical valve replacement and are addressed in the current risk management file. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient-related condition. H3: device evaluated? Updated h6: coding updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has been returned and analysis is in progress. A supplemental report will be filed upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 19 years and 3 months post implant of this mitral bioprosthetic valve implanted it the tricuspid position, it was explanted. The valve was replaced due to tricuspid stenosis. No additional adverse patient effects were reported.